Event description:
Forty-eight months after implantation of a 3.0x18mm cypher stent in the left anterior descending artery of a male patient, he presented with unstable angina iiib and was treated for restenosis with another cypher stent.

Manufacturer narrative:
This cypher not distributed in the united states, but it is similar to a product that is distributed in the united states. Additional information will be submitted within thirty days upon receipt.